Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states this case, with patient identifier (B)(6) , is related to case with patient identifier (B)(6).

Event description:
According to the diabetic consultant, the user was sent to the emergency room because of ketoacidosis with a high blood glucose level of 829 mg/dl and 4.9 ketones. In the emergency room customer was treated with unknown infusions. The diabetic consultant reported that the customer measured his blood glucose for the last time on (B)(6) 2020. However, the correction of the blood glucose level was only done with a pen and not with the pump. On (B)(6) 2020, the user tried to correct the blood glucose level with the pump, but noticed that insulin leaked into the cartridge compartment of the insulin pump and there was moisture in it